Manufacturer narrative:
This report is being supplemented to provide additional information as reflected in b5. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Olympus received further information from the customer. It reportedly took a long time to stop the bleeding and after 60 minutes had elapsed, the facility determined that it would be difficult to perform the procedure with a tjf and replaced the scope with a direct view to address the problem. There was no information if this was a difficult case nor was there any clear information about the degree of difficulty. There was no comment that the device caused or contributed to the extended procedure time.

Manufacturer narrative:
This report is being supplemented to provide additional information as reflected in b5 and based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was released in accordance with the specifications. Based on the results of the investigation, it was confirmed that reprocessing was not conducted in accordance with the instructions for use (IFU). The foreign material could not be identified. The foreign material possibly remained in the nozzle since the reprocessing deviated from the IFU. The event could not be confirmed since the device was not returned to olympus. The event can be detected and prevented in accordance with the following IFU. The detection method is addressed in tjf-q290v operation manual chapter 3 preparation and inspection. The preventive measure is addressed in tjf-q290v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
Olympus received further information indicating that two stents and one metallic stent from an unknown manufacturer were used in the previous endoscopic retrograde cholangiopancreatography (ercp) procedure. The patient experienced massive bleeding during insertion of the second stent, but the cause is unknown. There have been no reports of any product malfunction during the procedure nor was the bleeding caused by a product malfunction. The procedure was prolonged roughly 60 minutes more than expected. There were no complications from the bleeding nor from the extended duration of the procedure. The patient is stable and no particular damage was done.

Event description:
It was reported that after performing normal reprocessing on the duodenovideoscope used for a therapeutic ercp(endoscopic retrograde cholangiopancreatography), which caused significantly more bleeding than usual, an air/water supply failure occurred during pre-use inspection for the next procedure. A different scope was used and there was no report of patient harm. The ercp previously mentioned reportedly caused a large amount of bleeding when two stents were placed. The entire screen turned bright red with blood, and it was not at a level that could have been removed by air/water supply. The tip was submerged in a pool of blood for about 90 minutes without proper cleaning. The scope was replaced with a direct viewing scope after that, and the previous scope was immediately cleaned. A defect in air/water supply was confirmed. Immediately after that, water was sent through the injection tube, cleaned, and disinfected using the oer-5 (olympus endoscope reprocessor). A large amount of blood clots came out of the nozzle when the washer was used. In the first washing machine, something like a red blood clot appeared, and in the second washing the color faded into something like seaweed. After repeating the process of sending the liquid through the injection tube and running it through the washing machine three times, it was confirmed that the foreign object was no longer present. The device was cleaned and disinfected for a fourth time, the air/water supply could be used without any problems.

Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: it is unknown if the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer believes the foreign material was due to the significant bleeding during the previous ercp procedure. It is unclear if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning but it is unknown if there were abnormalities in the accessories used for reprocessing. The customer did not flush the air/water nozzle with water and air but they flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.